Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Data logs were investigated. The root cause of the placement signal issue was most likely patient condition related. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that during impella cp support, there was a placement signal alarm. The positioning was confirmed with echocardiography. The device was successfully weaned and explanted. No patient harm was reported.